Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a ¿high¿ blood glucose (bg) level; cause was unknown. Customer changed the pump supplies and delivered a bolus to address bg levels. Recommendation was made to discuss diabetes management with a health care professional.